Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the needle was detached from the thread and fell into the cavity of the patient. Another device was used to complete the case. There was no patient injury.